Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A service history review was completed: lot #3957620: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the end of the device was broken off. The repair technician reported damaged component as the reason for repair. The cause of the issue is unknown. The following parts were replaced: tube, and nut. This item was repaired, passed final inspection and returned to the customer on (B)(6) 2014. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there were two rod introduction pliers for side-opening implants where the ends are broken off. This was found post-operatively and there was no patient involvement. It is possible the items fell and hit the ground post operatively. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.